Event description:
Breast implants leaking and removal recommended by MRI results. Two years ago started having chest pain, episodes of trouble breathing, pain shooting down arms, symptoms worsening, chest pain like angina, edema. Is scheduled to be evaluated at a "heart" hosp in may. Has been diagnosed with fibromyalgia and has worsening edema. States contacted MFR but they would not take a report stating the rptr was "out of luck"; we have settled the lawsuit.